Manufacturer narrative:
H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (2) syringe 3ml ls 23x1in tw emerald korea from lot # 8332633 and 8313809 with the reported issue of foreign matter on cannula, regarding item # 302936. The DHR was reviewed for the batch number 8332633/8313809 and there was no reported complaint or qn raised. We performed the visual test on the customer returned samples and found black particles on the needle cannula, which confirms this reported issue. Since bd bawal is the internal customer of bd tuas for procurement of needles, we have raised a scar and sent the details of the needles lot number used on this product to bd tuas for further investigation. Bd tuas has sent their scar report. They have confirmed that the black foreign matter is loose black polycarbonate matter which accidentally fell on the cannula when the conveyor belt screw was getting tightened. As a corrective action they will ensure cleaning or tightening of the screw in a safety enclosure. H3 other text : see h.10.

Event description:
It was reported that bd emerald¿ luer slip syringe w/ needle had foreign matter in it. This was discovered before use. The following information was provided by the initial reporter: foreign material in 3ml syringe.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8332633. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-28. Medical device lot #: 8313809. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ luer slip syringe w/ needle had foreign matter in it. This was discovered before use. The following information was provided by the initial reporter: foreign material in 3 ml syringe.